Event description:
It was reported that during the procedure, the physician inserted the screw and tightened it clockwise without issue. When an attempt was later made to remove the screw in order to replace it with a different length, the screw head broke. As a result, the screw could not be removed and remains in the patient. The procedure was completed successfully, with a delay of less than 30 minutes. The case was completed without any adverse outcomes to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4) g2: foreign - event occurred in singapore. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.